Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 243 mm distal from the distal end of the strain relief. A second break was noted 260 mm distal from the distal end of the strain relief. Multiple severe hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. Visual and tactile examination of the inner and outer lumen and mid-shaft section found several kinks along the inner/outer shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 2.75x20mm promus element ¿drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the shaft got broken upon pushing the device through the catheter. The device was completely removed and the procedure was completed with another with the same device. No patient complications were reported and the patient's status was stable.